Event description:
Pt's meter was reported to have the clean test area issue. This issue was not resolved with troubleshooting. Pt went to the hosp to get their blood glucose checked. Pt was not treated.